Event description:
This case report from united states was derived from medical literature on 02-feb-2016, article entitled abdominal migration of a tubal occlusive device: a laparoscopic retrieval method. It refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted for sterilization in 2011. In this conference abstract, authors summarize a presented video demonstrating laparoscopic removal of essure that had migrated into the abdomen. The patient (unknown age) had persistent left lower quadrant pain following essure placement in 2011. Post-procedural imaging demonstrated only right tubal occlusion suspicious for a displaced left tubal device. The patient failed to follow-up for hysterosalpingogram and subsequently had a pregnancy. After a normal vaginal delivery, the patient continued to have chronic pelvic pain and requested removal of the migrated device. The patient had immediate pain relief after successful removal of the device. No further information was reported either about the patient or the delivered infant. Pregnancy questionnaire received on (B)(6) 2016 (perforation questionnaire had also been sent to the reporter, but it was not returned completed): patient's initial was updated. Her (B)(6). It was reported that essure confirmation test was not performed. Patient got pregnant, she continued the pregnancy and delivered her baby. Essure was in situ after diagnosis of pregnancy (discrepant information received). On (B)(6) 2015, essure was removed via laparoscopy (it was medically necessary and patient requested removal). Company causality comment: this case report was derived from medical literature and refers to a female patient who became pregnant and had a normal vaginal delivery after essure (fallopian tube occlusion insert) insertion. Additionally, essure migrated into her abdomen. The migrated device was removed by laparoscopy. These events are listed in essure's reference safety information. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test (hsg) to determine if tubal occlusion is present. In this case, patient had post-procedural imaging which was suspicious for left essure displacement. She failed to return to the hsg and became pregnant. She continued the pregnancy and delivered her baby. After the delivery, she requested essure removal due to pelvic pain. The device had migrated into the abdomen and was removed. This device migration in association with patient's treatment noncompliance may have been a contributory role in essure failure (pregnancy). Based on events nature and considering essure safety profile, the events were considered as related to the suspect insert. This case was regarded as incident, since device removal was required. A product technical analysis is being sought.

Manufacturer narrative:
Follow-up received on 05-aug-2016 - quality-safety evaluation of ptc: ptc global number: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded however, the medical events and lack of efficacy are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this case report was derived from medical literature and refers to a female patient who became pregnant and had a normal vaginal delivery after essure (fallopian tube occlusion insert) insertion. Additionally, essure migrated into her abdomen. The migrated device was removed by laparoscopy. These events are listed in essure's reference safety information. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test (hsg) to determine if tubal occlusion is present. In this case, patient had post-procedural imaging which was suspicious for left essure displacement. She failed to return to the hsg and became pregnant. She continued the pregnancy and delivered her baby. After the delivery, she requested essure removal due to pelvic pain. The device had migrated into the abdomen and was removed. This device migration in association with patient's treatment noncompliance may have been a contributory role in essure failure (pregnancy). Based on events nature and considering essure safety profile, the events were considered as related to the suspect insert. This case was regarded as incident, since device removal was required. According to product technical analysis, since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.